Event description:
It was reported that the pt was unable to turn their stimulation back on 4-5 hours after passing through security at an airport. A security agent may have passed a wand close to the stimulator. The pt's stimulator was charged to 3/4 full at the time. The pt experienced no stimulation or telemetry. The stimulator was unresponsive to the pt programmer, physician programmer, and recharger. Error code 591 was noted in the hidden codes. Three physician mode recharges were unsuccessfully attempted. The pt was to be scheduled for a replacement.

Manufacturer narrative:
(B) (4)